Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had access control issues. A technical support specialist dialed into the server, contacted the customer according to knowledge article (ka) dod procedure on assigning es roles, and explained that user role assignments were controlled by the department of defense. The customer was instructed to email the appropriate dod contact for assistance. The case was then closed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable to modify user accounts and needed to grant access to members switching to different areas as well as delete several users that are no longer present at the clinic. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.